Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; h3; h4; h6. Proposed code: mechanical (g04) head. No product was returned one image was provided which shows the head and liner removed and on the table with the patient bio on it. No other information could be obtained from the image. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: implant fit is maintained. There is malalignment secondary to the arthroplasty dislocation. Bone quality is osteopenic. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). D10: cat# 00811400218 lot# 65521424 femoral stem 12/14 neck taper std. Offset size 2 180 mm stem length. Cat# 010000703 lot# 7453541 g7 bonemaster ltd acet shl 52e. Cat# 010000896 lot# 6848098 g7 10 deg e1 liner 36mm e. G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 1 year later due to dislocation. It was reported that no further information is available.